Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 75% stenosed calcified lesion was located in the moderately tortuous distal right coronary artery. After a guide wire crossed the lesion, a 15mm x 2.50mm nc quantum apex balloon catheter was used to predilate it. The device was inflated twice, 1st dilation is at 14atm and on the 2nd dilation it ruptured at 14atm. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 75% stenosed calcified lesion was located in the moderately tortuous distal right coronary artery. After a guide wire crossed the lesion, a 15 mm x 2.50 mm nc quantum apex balloon catheter was used to predilate it. The device was inflated twice, 1st dilation is at 14 atm and on the 2nd dilation it ruptured at 14 atm. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR. The complaint device was returned for analysis with no original packaging. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the mid-section of the balloon wall. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).